Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 37751, serial# (B)(4). Product type recharger. Analysis revealed that recharger had corrosive damage and was scrapped. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other applicable components are: product ID: 37751, serial#: (B)(4), product type: recharger. Other relevant device(s) are: product ID: 37751, serial/lot #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the caller said the recharger wasn¿t charging like it used to and they were seeing a blank screen when attempting to start a charging session. The caller got the patient¿s wife on the phone and they attempted to start a charging session. When attempting to start a charging session the caller stated the recharger displayed a low insr battery message. The caller indicated that the recharger was plugged in all day prior to calling. Technical services had the caller attempt to connect the recharger to the a/c adapter and start a charging session. The caller stated that the same low battery message with a picture of the cable appeared. The caller said their husband was starting to show symptoms, having tremors and moving slowly. The caller indicated that they thought it may be the result of the implanted battery depleting. The ins was charged fully on monday and the symptoms started the date of the call ((B)(6) 2020). Technical services had the caller attempt to connect to the ins using the patient controller so the caller could verify that the ins was on. The caller said the controller wasn¿t turning on, but they didn¿t typically use the controller. They replaced the batteries in the controller and attempted to interrogate the ins a 2nd time. The caller stated that the controller showed that the ins was charged and on at the time of the call. An email was sent to repair and the patient would be receiving a replacement in the mail. The caller called back to track the package and told it would arrive the next day.